Event description:
The customer reported that the jaws of the device would no longer open while on tissue. The device was cleaned frequently. Another device was used to remove the jaws and some tissue was lost. Blood loss was described as slight. The site discarded the sample.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent tot he incident is obtained, a follow-up report will be submitted.